Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient has lesions across back and where the wire are sitting. Patient also has indents from electrodes and therapy electrodes and the cables have caused bleeding. There was no alleged device malfunction contributing to the irritation. Patient had a wound care nurse who was treating the area with dressings and a topical medication. Follow up indicated that the rash & indentations are getting better.